Event description:
It was reported the generator spontaneously stopped working in the middle of a case. There was no pt injury.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition with scuffs and scratches on the upper case and front panel overlay. The unit powered-up once into a white/blank display screen, indicating that the ucb still needed a jumper between ntrst and ground. When the unit powered up both peak cut and regular cut output energy were distorted. The rf controller connector to the rf amplifier was intermittent. After the rf controller was repaired, the unit delivered rf energy correctly into the fixed resistors. The complaint was caused by an intermittent j7 connector on the rf controller pcba. This connector carries all drive signals for output waveforms. Constant force was applied to this connector caused by early pc board holes not aligning exactly with the mounting holes. Stress caused the connector pins to eventually pull away from the pcba and yield an open connection. The rf controller will have mounting holes slotted to correct pcb alignment. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.